Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 28 mg/dl. It was unknown whether the auto mode feature was on or not. Customer did not mention any treatment and symptom related to low blood glucose level. The insulin pump will not be returned for analysis.